Event description:
Reportable based on analysis completed on (B)(4) 2013 it was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure , the stent delivery system was unable to cross the lesion. Vascular access was obtained via a femoral artery. The 85% stenosed, de novo, concentrically shaped target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). The 2.5x26mm lesion was noted to have a significant bend of <=45 degrees. Pre-dilation was performed with non-bsc 2.0x9mm balloon catheter. The 2.25x28mm taxus liberte stent system was advanced into the patient, but was unable to cross the lesion. The procedure was completed with 2.5x28mm taxus liberte stent system. There were no patient complications reported and the patient¿s status is stable. However, device analysis revealed a shaft break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: examination of the returned device revealed that taxus liberte stent delivery system (sds) was received with stent and the carrier tube (hoop), product mandrel and balloon protector. The product mandrel and balloon protector were in the as-manufactured position on the device. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The hypotube was fractured 18cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The hypotube was kinked 2cm from the edge of the separated end on the distal portion of the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).